Manufacturer narrative:
(B)(4)

Event description:
It was reported "after the catheter was normally removed, it was observed that there was difficulty in pushing through the sheath tube. After pushing for a while, it was completely unable to enter. Multiple adjustments of the angle failed to make it pass. Change the new catheter and pushing was smooth". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was tethered and con-nected to the short driveline tubing. The bladder was fully unwrapped. A bend to the iab central lu-men was noted at approximately 27cm from the distal tip. Damage was noted to the outer lumen at approximately 28.5cm to 29.7cm from the iab distal tip. Dried blood was noted on the exterior sur-faces of the returned sample. Some blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accord-ance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc outer lumen at approximately 28.5cm to 29.7cm from the distal tip; which is the location of the previously noted damaged outer lumen. It could not be confidently determined how the damage oc-curred to the iab outer lumen. A lab inventory 0.025in guidewire was back loaded through iabc dis-tal tip. The guidewire met resistance and could not advance at approximately 27cm from the iabc distal tip; which is the location of the previously noted bend. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not ad-vance at approximately 57cm from the iabc luer; which is the location of the previously noted bend. No blood or debris was noted on the guidewire. A device history record (DHR) review was con-ducted for the lot number with no relevant findings. The device passed all manufacturing specifica-tions prior to release. The reported complaint for "difficulty in pushing through the sheath tube" is confirmed. During the investigation, the outer lumen was noted damaged, and leaks were noted resulting from the damaged outer lumen which caused the reported complaint. The damaged outer lumen can result in difficulty of pulling and maintaining a vacuum on the iabc bladder. If the vacuum is not maintained, it can result in difficulty inserting the catheter. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the outer lumen leak. The root cause of the outer lumen leak is undeter-mined; a potential root cause is customer handling. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after the catheter was normally removed, it was observed that there was difficulty in pushing through the sheath tube. After pushing for a while, it was completely unable to enter. Multiple adjustments of the angle failed to make it pass. Change the new catheter and pushing was smooth". No patient injury or consequence reported. The patient's current condition is reported as "fine".